Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator (ICD) with irregular capacitor maintenance charge times. During testing prior to generator change out, the device had a long charge time on the first attempt and had failed the second attempt. The device was explanted and replaced. The patient was stable.

Event description:
New information notes that the patient presented in clinic for regular generator changeout. It was the supposed replacement device that exhibited long charge times and charge time out. The device in question was never implanted. Another device was used for the changeout.